Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the midline cervical incision site. Symptoms included pus coming out of the site and severe pain at both incisions. The physician believed that the infection was not device related and that it was due to patient being overweight and having multiple incisions. The patient was prescribed keflex and underwent an explant procedure.

Event description:
A report was received that the patient had developed an infection at the midline cervical incision site. Symptoms included pus coming out of the site and severe pain at both incisions. The physician believed that the infection was not device related and that it was due to patient being overweight and having multiple incisions. The patient was prescribed keflex and underwent an explant procedure.